Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer states they treated with apple juice, but passed out. The customer states they were not hospitalized and believe it to have been a user error. The customer states the pump did not vibrate when they pressed the act after using up arrow to set their easy bolus. Troubleshoot was conducted. The pump was found to have alarmed during testing. The customer was advised to monitor the device and call back if issues persist.